Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to tw (B)(4). The hospital reported that during the procedure the vasoview hemopro 2 devices stop working as intended. Device showed signs of diminished cutting and sealing effects and shut down unexpectedly. Trouble shooting was attempted, (switching of extension cable, adaptor, generator and hp2 kit), including 30 second wait time, but that did not resolve the issue. The sequence of the trouble shooting is unknown, a second vasoview hemopro 2 was used but it did not resolve the issue. The age of the reusable devices is unknown. Pre-cautery test performed and the device functioned as intended. It functioned normal for the first few minutes of the procedure. Beeping sounded normal at first, but during the failure it started to fade or diminished. Power setting at 3. Harvester abandoned the evh and completed the procedure using step incision. Step incision defined as, one separate incision, was made to complete the procedure. Incision was 1 inch in length. A slight delay was noted. No harm to the patient was noted, no damage to the harvested vein was reported. No postoperative complications/wound healing issues reported.